Event description:
An at home combined covid, flu a and flu b test was misinterpreted as positive by an rn in a group home due to confusing labels. The results section includes lines labeled c, a, b, and s. There is not a separate control section. The "c" is for control, but the nurse interpreted the c as standing for covid. The s is for sars cov-2 but lists the result as "covid-19 positive." Interchanging the names for covid is confusing.